Event description:
Caller reported a tandem mobi cartridge alarm, which did not adversely impact the customer's blood glucose level. Technical support confirmed the alarm and instructed the caller to remove the cartridge and attempt a bolus, but the alarm recurred. To resolve the issue, technical support decided to replace the pump and cartridge, ensuring the caller received a model with updated software. The customer was instructed on returning the pump, programming settings into the replacement, and connecting their cgm. The customer acknowledged a plan to use multiple daily injections as backup therapy to avoid insulin delivery interruption.